Manufacturer narrative:
No unexpected button error alarms noted. The pump had intermittent button response on the up arrow button due to corroded keypad traces. The pump also had moisture damage on all electronic assemblies and the motor assembly. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was between 143 mg/dl and 145 mg/dl. The customer stated they had gone into the pool while connected to their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.